Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2010, the pt was doing sit-ups and thereafter was unable to charge the device. A physician mode recharge (pmr) was completed, but the patient did not feel the return of stimulation. The pt has not felt stimulation since (B)(6) 2010. An x-ray was obtained, but no results were provided. No further details, patient symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.